Event description:
Boston scientific received information that this patient had cardiac decompensation due to pacemaker mediated tachycardia with this device. The device was reprogrammed and medication was given to the patient.

Manufacturer narrative:
Should additional information become available this investigation will be updated.